Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a recent increase in flow rate to 9600 rpm, however, when the pt was seen at the hospital his vad parameters were stable since the increase in the rpm to 9600, with no pi events and the pt was "feeling well." Due to the recent increase in flow rate, the pt was set for a follow up appointment 3 days later; however, the pt cancelled the appointment. A call was placed to the pt awhile later to re-schedule and it was noted that the pt did not sound well, and stated he felt nauseated, but vad parameters were unchanged. He was advised to go to the ER if symptoms continued which he did. He presented in the ER that evening with nausea, vomiting, diarrhea with concern of food poisoning. Jaundice and hemolysis and lack of response to ramping changed with acute renal failure were noted. A decision was made to exchange the lvad pump for another lvad pump due to suspected thrombus.